Manufacturer narrative:
The report of an issue with assy fr case w/ keypad (pcu) due to the device not powering on was confirmed and reproduced. Physical inspection of the device noted the flex cable with dried fluid residue. The front case keypad (pcu) was connected to the pcu test fixture and was not able to power on. The ac indicator light did not illuminate after plugging in the power cord and pressing the system on key. The device did not power on. The proximate cause of the keypad failures is suspected to be associated with keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module s/n (B)(4) service history record showed the device had a manufacture date of 09/27/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 09/10/2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Only a keypad was provided for investigation.

Event description:
It was reported an issue with assy fr case w/ keypad (pcu) due to the device not powering on.